Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose levels ranged from 423 mg/dl to 453 mg/dl. The customer's bg levels were bolus delivery, and manual injections. Reportedly, the customer was able to reload a cartridge successfully, and had manual injections available as alternate insulin therapy.